Event description:
Customer reported a malfunction without any notable preceding events and was reassured there was no adverse impact on their blood glucose level. Technical support identified the malfunction code 0x21b6 and determined the code was not resettable, prompting a decision to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.